Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with essure removal. Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device expulsion, psychological trauma, fatigue, hormone level abnormal and nausea outcome was unknown and the genital haemorrhage, back pain, dysmenorrhoea, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, nausea, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pain, expulsion,psych injury, vaginal discharge, vaginal infection discrepancy insertion date 2005 and (B)(6) 2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, expulsion, psych injury, vaginal infection, vaginal discharge, fatigue, hormonal changes, nausea,patient did not underwent essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.